Event description:
User facility medwatch report states: pt with hx bilateral avascular necrosis. On (B)(6) 2008 at a different hospital, pt had initial right hip replacement with depuy asr hip replacement implant. Pt experiencing pain recently. Around the same time, the implant used for his hip replacement was recalled. On (B)(6) 2010, a right hip replacement revision was performed here; the acetabular component was the only component revised. We do not have any #'s associated with component that was explanted.

Manufacturer narrative:
The device associated with this report was not returned. A lot specific complaint database search and/or a review of device history records were not possible as the necessary lot and product codes were not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened. Additional info from the user facility report: (B)(4) 2010. (B)(4) 2010. (B)(4) 2010.